Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s patient care technician reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. Blood leaked from the venous end cap of the dialyzer during treatment. There was no harm or adverse events reported. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The dialyzer was available not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The correct device manufacture date is 13jul2017. Plant investigation: this is a report of a blood leak that occurred during hemodialysis treatment. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.